Event description:
Surgical removal of left tm joint implant (inserted 5/88). Device removed due to pain and decreased range of motion. Surgical findings: r/o foreign body giant cell granuloma and erosion of articular surfaces of bone.